Event description:
It was reported that a spectrum pump had a very low audio output. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the reported symptom. The evaluation experienced the no audio condition on all volume tone settings caused by a failed speaker. When tested with a known good speaker, the device was function as required. The failed speaker was replaced.